Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device that could not be activated with the min button. The device was activated with the generator and the max and min buttons were functional; however during the analysis an error code 5 was displayed. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function.

Event description:
It was reported that during a laparoscopic hepatectomy, the device was not activated with the min button. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.